Event description:
It was reported that a remote transmission from a holter monitor was received and indicated the patient's implantable pulse generator (ipg) was experiencing pacing failure. The ipg is scheduled to be checked and reprogrammed later in the month. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.